Event description:
On 8th august 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that the lens got stuck and on implantation into the eye the optic edge and haptic were found to have broken off necessitating lens explantation and exchange.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector. The verbatim report received states that the injection was "forced" and on implantation into the eye the lens optic and haptic were found to be broken. The iol was explanted and exchanged during the original surgery session. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The additional information received identifies that resistance was felt immediately upon starting injection; however, despite the resistance felt injection was continued. Continued injection of the lens is a deviation from the IFU and failure to follow instructions. Continued injection of the lens at the point resistance occurred is the likely contributory/causative factor to the lens being delivered into the eye in a damaged condition.